Event description:
During aaa repair in 2009, once the stent had been deployed, there was blood leaking from the pin vice of the introduction system which suggested that this section of the device was faulty. Even with the pin vice closed, the blood still leaked. There was also leakage from the join in the haemostatic valve on the device. Evar was completed as normal.

Manufacturer narrative:
Evaluation: still under investigation at this time.